Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and found that the system had geometry restarting problem. Upon functional testing fse found that geometry keep restarting but no error was detected. Fse performed diagnostics and found windows operating system was corrupted. Fse reinstalled the windows operating system and application software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system geometry keeps restarting. The system was noted to be in clinical use, as per the field service engineer, the issue occurred during preparation of the patient. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the operating system and application software were re-installed, the device was returned to use in good working order.